Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that in (B)(6) 2017 episodes of oversensing was observed on the right ventricular (rv) lead. The device defibrillation was deactivate at that time. During an unrelated device downgrade procedure, provocative testing was performed and the lead oversensing was not reproduced. The rv lead was connected to the new device and measurements were acceptable. No further intervention was performed. The patient was stable with no consequences.